Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see medwatch number 2032227-2014-29180 under reservoir.

Event description:
Customer was getting a low reservoir and unable to give her self a bolusbut didn't know how to clear alarms. I explained how to clear the alarmand check units left in the status screen. Customer reported she was receiving multiple low reservoir alarms on the insulin pump. Customer stated she was unable to give her self an insulin bolus and didn't know how to clear the alarms. Customer was assisted in clearing the alarm and to check the insulin units left in the status screen. Customer also reported that insulin was not exiting the tubing during prime and there was an absence of no delivery alarm. Blood glucose level was 138 mg/dl. Customer reported changing the infusion set and reservoir and that insulin exited normally. Nothing further reported.